Manufacturer narrative:
Batch review performed on 29 july 2020: lot 188506: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1908986. Batch review performed on 29 july 2020: lot 1908986: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully 1 month after primary.